Event description:
The customer reported that a ventilator kept getting a pressure autozero failure while in use. The device was in clinical use at the time the issue was discovered. The customer swapped the patient to another working ventilator. There was no patient or user harm reported.

Manufacturer narrative:
The solenoid valve was received by the product investigation lab (pil) for failure investigation (fi). Pil indicated that the valve passed visual inspection and functional testing. Fi did not identify any defects with this component. No component level root cause can be identified in this case. The investigation concludes that no further action is required.

Manufacturer narrative:
The visual inspection of the customer returned data acquisition (da) printed circuit board assembly (pcba) revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the da pcba into a fi ventilator to duplicate the reported issue of machine pressure sensor auto zero failure. The fi technician identified the machine pressure sensor auto zero failure could not be duplicated.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (rse). The customer confirmed the reported issue. The device was in clinical use at the time the issue was discovered. The customer swapped the patient to another working ventilator. There was no patient or user harm reported. The fse replaced the solenoid valves and the data acquisition board. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.